Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when blood gas was drawn, there was blood leaking out of the device. Another pro-vent plus arterial blood sampling kit device was used. There was no disinfection or sterilization, and no infectious diseases occurred. There were no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
G1: corrected. H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found that there was a crack along the syringe barrel shoulder. Testing was not conducted as the evident crack would cause leakage to occur. DHR information for this lot indicated that the product met established acceptance requirements. The machine maintenance logbook was checked for entries made on the date of manufacture that would pertain to these issues. None were found. The complaint was confirmed. A quality alert was issued to production to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.